Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and none were observed. No display errors were observed. All testing produced acceptable results and were stored properly within the meter memory. The alleged value of 14.9 inr was not in the meter's memory.

Manufacturer narrative:
Occupation is lay user/patient. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The patient stated they received a result of 14.9 inr. The meter has a reading range of 0.8-8.0 inr. The result occurred six months prior to the customer reporting the incident. The date of (B)(6) 2020 is being used since the customer did not provide the exact date. Customer stated the date at the top of the display is faded. The customer reported they have to hold the meter at an angle to view the inr result. If the patient looks straight at the meter display the segments in the results field appear to be faded. Customer stated the fading segments could lead to a misinterpretation of the results. The customer alleged the result of 14.9 inr was due to a display malfunction.